Manufacturer narrative:
Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. . The event was unable to provide the lot number and upn of the device implanted. Therefore, there is not information related with device manufacturer day. Block d6: implanted date was unknown, but (B)(6) 2025 was chosen as the best estimate. . Imdrf device code a1502 captures the reportable event of gel misplacement vascular

Event description:
It was reported that a patient underwent a spaceoar vue placement procedure. About one month ago the patient reported experiencing pelvic pain. A magnetic resonance imaging (MRI) was performed, it showed about 5 cc of hydrogel in a thickened pocket. The hydrogel is contiguous with the rectal wall and there was a suspected thin fistula into the rectum. The patient is uncomfortable and required pain medication.